Manufacturer narrative:
Reporting information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had damaged battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Following the good faith effort communication, it has been determined that the device did not malfunction but simply needed a battery replacement. Therefore, this record will be concluded as a non-complaint.